Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up it was reported that antibiotic treatment with vancomycin, ceftazidime, and amikacin were discontinued. On (B)(6) 2024, the patient began treatment with gentamicin injection (40mg, intraperitoneal, once daily, ongoing). At the time of this report, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized and treated with ceftazidime injection (1.5g, route and frequency not reported) and amikacin injection (250mg, route and frequency not reported) for the event. Pd therapy was ongoing. Patient outcome was unknown. No additional information is available.